Event description:
It was reported that the outer package and sterile package were crushed. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). G2: foreign: japan product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product found damage to the outer carton. Corresponding damage was exhibited on the sterile blister. Sterility has not been breached. This complaint has been confirmed by evaluation of the returned product. Device history record was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint will be considered not reportable as it was determined through review of the product that the sterility remained intact. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.